Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual, dimensional and functional analysis could not be performed as the device was not returned. Photos of several of the devices reported in this pi were provided which showed a black smudge on a piece of gauze which presumably came from the devices. The event was confirmed by the photos taken at the hospital. The root of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Some trident window trials that were brand new, detached black ink in the case. This was noticed when a surgery was about to start. The surgery was cancelled due to this issue. They reprocessed this case again, and again they noticed some black ink posts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Some trident window trials that were brand new, detached black ink in the case. This was noticed when a surgery was about to start. The surgery was cancelled due to this issue. They reprocessed this case again, and again they noticed some black ink posts.